Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be scratched. A dim pink display screen was duplicated. Pump cover was removed and the screen was removed and replaced with a new test screen, contrast was strong. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. Evaluation revealed that the battery compartment was cracked from threads to the case seal. Evaluation revealed that the keypad was peeling below the ok button and contamination was found under all key contacts. (B)(6). Device history record review was conducted on 03/25/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump evaluated by product analysis on (B)(4) 2013 as previously reported.